Event description:
I had an abbott trifecta valve placed on (B)(6)2019. I had improved health immediately after. However, in or around 2021, I began having increased shortness of breath and other symptoms. These continued to escalate over the next 3 years. I was hospitalized numerous times, sometimes for a month at a time. I had numerous painful medical procedures done. I had decreased blood flow which caused several problems including decreased healing (I underwent a lower leg amputation in 2022), an ischemic bowel/intestines which caused a nearly fatal chrons flare; I coded twice requiring CPR; I was airlifted from (B)(6) to (B)(6) for treatment; I had several ambulance transports; I required both in-patient and out-patient treatment and at-home care. Twice, I was told to get my affairs in order because I needed cardiac procedures that were extremely high risk. This has been a terrifying and costly experience for both me and my family. My doctor told me the heart valve used has been recalled and needed to be replaced. After three years of hell, I underwent a valve-in-value procedure and feel better but I am still recovering from all the medical trauma. "Successful 23 core valve for failed 21 trifecta. Residual gradient over 20 mm hg despite high pressure inflations due to limitations of the 21 trifecta valve (baseline gradient was 15 mm hg post surgery)."